Event description:
In a hospital, located in spain, on (B)(6) 2024 it was alleged by the user that "image definition is lost when magnifying, this prevents the correct visualization of the catheter navigation using fluoro and also prevents the correct release of the stents or flow diverter devices. Also, the grain of the image and the halo effect around the coils are pronounced". The patient from (B)(6) allegedly suffered a perforation during the procedure that resulted in severe bleeding. The manufactured received informed on may 22nd that the patient had passed away.

Manufacturer narrative:
An inspection of the system log files and recorded images by the manufacturer found that: - there were at least two dsa images that indicated potential bleeding from the aneurysm (around 11:47 and 12:50) - there was at least one fluoroscopic image that indicated accidental penetration of the aneurysm by the interventional device (12:40). - there was no evidence of any system malfunction or errors during the study in the log files. - the recorded fluoroscopic and dsa images were of magnified 4.3" fov but the image quality was normal, as evidenced by the devices being clearly visible, and contrast of the vessels were fair. Images did not appear to suffer significant degradation as stated by the customer during the bleeding and penetration. - the manufacturer was unable to establish a direct connection between the dsa image and the incident, as the image was taken after above-mentioned bleeding and penetration.